Manufacturer narrative:
Information was received via the son of patient who contacted medical affairs for information. It was reported that the patient had two unspecified stents implanted in unspecified coronary arteries following a heart attack. Additionally, the patient had on-going "erratic blood pressure" treated with unspecified blood pressure medication. In the next calendar year, the patient experienced dizziness with cardiac catheterization demonstrating what was stated as "arteries are blocked where the stents are" a 3.0x23 cypher rx stent was implanted in the left anterior descending artery (lad) and two other unspecified stents were implanted in the circumflex. Although the product code/product name were not available, the provided lot numbers correlate to lot numbers for a 3.0x13 and 3.5x28 cypher stent. The reporter stated that two of these stents were placed inside the other stents previously placed. In the second calendar year following this procedure, the patient again experienced dizziness. A cardiac catheterization and nuclear stress test were performed and showed a blockage in an unknown coronary artery. No further information was available and no further information has been obtained with additional investigative efforts. The products were not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14057883 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Restenosis is a known potential adverse event associated with coronary stenting. Based on the lack of information available regarding the implantation of the stents and the vessel involved in the reported blockage post multiple stent implantations, it is not possible to draw a conclusion about a clinical relationship between the devices and the event or possible contributing factors. However, the patient's medical history and the progression of existing coronary artery disease may have contributed to the event. There is no indication that the event is related to the device design or manufacturing process; therefore, no corrective actions will be taken at this time. This is one of three products used in the same patient and reported under manufacturing report numbers 3003742446-2010-00199, 3003742446-2010-00249 and 3003742446-2010-00250.

Event description:
The information received indicated that the son of a patient who received a cypher stent reported that approximately two years ago, the patient had two unspecified stents implanted in unspecified coronary arteries following a heart attack. He also reported that patient had "erratic blood pressure" since approximately two year ago. Treatment is unspecified blood pressure medications and the event is ongoing. The year after the two unspecified stents were implanted, the patient experienced dizziness and was taken to the hospital where a cardiac catheterization was performed and results were stated to be "arteries are blocked where the stents are". She was admitted to the hospital and a cypher stent was implanted in the lad. Two other unspecified stents were implanted, "one in the circ and the other in the cx". The reporter stated that two of these three stents were placed inside the other stents previously placed two years ago. Approximately a year after the cypher stent was implanted, the patient again experienced dizziness. A cardiac catheterization and nuclear stress test were performed and showed a blockage in an unknown coronary artery. No additional information was available.